Event description:
It was reported that during implant, the svc coil seperated from the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that there was blood in/on the helix/lobe mechanism. It was visually noted that there was a slight distortion of the svc exposed coil as 31.6cm and the lead was damaged at implant.